Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb) with backlight inverters printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator upper display was erratic. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.